Event description:
A report was received that the patient underwent an explant procedure due to infection to the upper incision. The patient was given antibiotics and was reportedly doing well after the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to infection to the upper incision. The patient was given antibiotics and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the patient was given antibiotics and has resolved his infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 15564054, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.